Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 12/3/2014-12/9/2014. An evaluation was performed on a companion sample. A visual inspection and functional test was performed with no abnormalities noted. A batch review was conducted, there were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found to have inadequate iodine. This was noticed before use of the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.